Event description:
The hospital reportedly noted during a case that the audible alarms worked intermittently. The visual alarms functioned as designed. There was no reported patient injury.

Manufacturer narrative:
Patient information would not be released by the hospital due to patient privacy. A ge service representative performed a checkout of the equipment and noted a partial disconnection of the ventilator cable. The cable was returned to the manufacturing site for investigation. Non-destructive laboratory analysis was used and identified an intermittent cable as the root cause of the lack of audio alarms. The lack of audio tone resulted from a worn cable that became intermittent due to age and use. The electrical signal path provided by the cable from the anesthesia system to the display degraded. The wear is related to the anesthesia systems 12 year age and usage associated with adjusting the position of the display. The adjustment of the display side loads the strain relief of the cable located inside the connector shell. Over time, the strain relief that holds the cable to the connector housing loosens, allowing movement of the cable. When the cable moves in relationship to the connector housing, stress is placed on the electrical wire to connector connection. A preuse checkout of the equipment, as contained in the aestiva user reference manual, will pick up such a condition. Visual alarm indicators remain functional.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.